Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed therapy off upon getting reports to check the right ventricular (rv) lead. The electrograms could not be send because the programmer was too old. Boston scientific technical services (ts) discussed that the device does not turn itself off that is subsequent with the check lead message. Attempts to obtain additional information were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.